Event description:
It was reported that stent damage occurred. The target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. After a non bsc balloon catheter was used to dilate the lesion, intravascular ultrasound (ivus) was performed. Subsequently, a 32 x 2.50 promus premier¿ stent was advanced to treat the lesion; however, the device was unable to cross the lesion despite of several attempts. When the device was removed from the patient, it was noted that the proximal edge of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).